Event description:
It was reported that implant was placed in site 8 and site 11 on (B)(6) 2020. On (B)(6) 2020 it was found that the implant did not integrate. No further information provided at this time.

Event description:
It was reported that implant was placed in site 8 and site 11 on (B)(6) 2020. On (B)(6) 2020 it was found that the implant did not integrate. No further information provided at this time.